Event description:
Upon rebooting the dxc 600 pro clinical chemistry analyzer after replacing both the 24 volt and 36 volt power supply, the beckman coulter field service engineer (fse) observed a spark coming from the analyzer's 36 volt power supply. There was no report of an injury or illness attributable to the output from the device in this event. No report of using a fire extinguisher and no call to the fire department was required.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as a defective 36-volt power assembly. The fse replaced the 36-volt power assembly and a fuse to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).